Manufacturer narrative:
Evaluation summary - based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis results found that the blue cable was stretched which could cause blue cable errors per customer complaint. The green cable was split. The blue and green cables were replaced to correct the issue. After all services were completed, the unit passed all diagnostic and functional tests.

Event description:
It was reported by the customer that during set up for a breast biopsy, the control module received error code l3-020. The customer did not have additional info on how the case was completed, but stated there was no pt consequence.